Event description:
It was reported that labelling issue occurred. Upon opening the package of a 3.50 mm x 12 mm nc emerge balloon catheter, it was noted that the size label on the outer box was different from the label inside. The box indicated a 3.50mm x 12mm nc emerge balloon, while the inner plastic packaging contained a 4.00 mm x 8 mm balloon. The procedure was completed with another of the same device. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: a 3.50 mm x 12 mm nc emerge balloon opened carton box was returned for analysis and a fully sealed inner pouch labelled 4.00 mm x 8 mm nc emerge balloon was present inside. An examination of the outer box identified no damage to the actual box. The closure strip had been torn open. The box was clearly labelled 3.50 mm x 12 mm nc emerge with batch 33986519. Attached to the outer box was the local instructions for use (IFU). Inside the outer box was a sealed inner pouch. An examination of the pouch label noted that the product size on the label was recorded as 4.00 mm x 8 mm nc emerge balloon (batch 34091536). An examination of the hub manifold for the device, packaged in the inner pouch, confirmed that it was the correct size per the labelled pouch (nc emerge 4.00 x 8mm with manifold batch 34091536 -120). The pouch was fully sealed, so the catheter was never removed/used.

Event description:
It was reported that labelling issue occurred. Upon opening the package of a 3.50 mm x 12 mm nc emerge balloon catheter, it was noted that the size label on the outer box was different from the label inside. The box indicated a 3.50mm x 12mm nc emerge balloon, while the inner plastic packaging contained a 4.00 mm x 8 mm balloon. The procedure was completed with another of the same device. There was no patient complications reported.